Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery. Longevity calculation equals 73.7%. Analysis found the device battery to be severely depleted which caused a no-telemetry condition. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. The battery was sent for further analysis. A lithium (li) anode separator breach was found, adjacent to the cathode tab and exposed cathode material. Loose li deposits were found on top of the coil insulator cup. Based on this analysis, the premature battery depletion was the result of an internal short from deposited li material breaching the anode separator and subsequently contacting exposed cathode material adjacent to the breached anode separator.

Event description:
The device was returned to the manufacturer after being explanted and replaced due to upgrade. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.